Event description:
It was reported by the rep that the (1) scw45 was used during a sigmoid resection procedure. It was reported that the device was not being very hemostatic. After several attempts, the surgeon had several "pumpers" that he had to suture. The surgeon asked for another scw45 to be opened and had the same result. The case was completed with another device.